Event description:
The patient had to undergo a catheter exchange over guide wire, but did not suffer permanent harm. The user stated that the tubing was in use for less than 3 days and no tools were used when removing the catheter.

Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tip of the set broke off when removing it from a triple lumen catheter. The patient was receiving an unspecified maintenance fluids prior to the event.